Event description:
It was reported that the insulin pump was exposed to moisture and alarmed battery out limit. Upon troubleshooting, it was found that the battery out limit alarm was indicative of normal device behavior. The customer stated that she had dropped the device into the toilet. She did not know the blood glucose reading. The insulin pump passed the self test, and she was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.